Event description:
After a failed guidewire recanalization attempt of the peroneal artery, the physician performed an excimer laser atherectomy procedure of high-grade stenoses in the pt's distal tibial-peroneal trunk branch and in the proximal-extending-to-midpoint segment of the left posterior tibial (pt) artery. A guidewire remained in the peroneal artery during the laser procedure. The physician used a 90 cm long, 6 fr pinnacle destination guiding sheath in a contralateral approach from the right femoral access point. The physician crossed the stenoses with a standard 0.014" guidewire and then used a vitesse 0.9 mm laster catheter in an attempt to reduce the stenoses and improve blood flow to the foot.